Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had worse than usual pain syndromes in the back area. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. A healthcare professional interviewing the patient was noted as diagnostics/troubleshooting. The patient was encouraged to visit an implanting doctor. The issue was not resolved as of (B)(6) 2019. No surgical intervention occurred. The patient was alive with the injury of worse pain syndromes in the back area. The issue occurred during normal use. No further complications were anticipated. Additional information was received from the patient. The patient reported that many times they had tried to reach someone from the manufacturer over the phone or via email to ask about steps in case of medical incident/device error. It was reported that the product was defective and it remained in the patient's body. The patient noted that while implanting the device, two stages were skipped and the whole procedure was done in one stage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a voluntary user report. It was reported that from the implant date to (B)(6) 2019, the device was modified multiple times by a technician. On a given day, it most probably failed which manifested itself as severe burning pain that was comparable to burning with an iron. The device had been turned off using the remote control, but the pain in the implant area would last at all time and a sporadic stinging was felt. It was noted that a modification was made to the number provided in the device's passport, but the examination was not carried out. It was noted that the patient was exposed to a loss of health or life leaving the device without medical or technical supervision and that the patient was suffering. The patient outcome was pain, suffering, and stress. No remedial action was taken by the healthcare facility. It was noted that the incident occurred in the patient's private apartment/home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the implant ruined/destroyed part of their life.